Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2277315 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2277315. No retention samples for this batch were available for investigation. One unopened sleeve from batch 2277315 in a box with bubble wrap. Plates were inspected and one out of 10 plates was contaminated (time stamp 1650). The contaminated plate was sent to the ID lab for identification of the contaminate. The contaminate was identified as the actinomyces species. Two photos were received to assist with the investigation. The first photo shows a partial closeup of a sleeve with one plate from batch 2277315 (time stamp 1650). There appears to be contamination on the media surface. The second photo shows one partial sleeve from batch 2277315. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: customer reporting biological contamination of product 221261 lot 2277315 - plate trypticase soy agar 5% sb. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: customer reporting biological contamination of product 221261 lot 2277315 - plate trypticase soy agar 5% sb. Hazard, injury or erroneous results? No; hazard, injury or erroneous results details.